Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during initial drain. The home patient (hp) was connected. The technical service representative (tsr) explained the message to the hp and informed her to start again using new supplies. On (B)(6) 2010, a follow up call was made to the home patient's nurse regarding the system error 2240 alarm. The nurse was not aware of the home patient getting this alarm. The nurse stated that the home patient has been doing fine and has been able to continue therapy. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).